Event description:
It was reported that after an egps cranial surgery, the patient was then taken down for a post-op CT. Once completed, the surgeon brought the scan to the egps for evaluation. When reviewing the post-op CT for evaluation, the surgeon noted that there was a hemorrhage around two of the closely placed leads.

Manufacturer narrative:
Investigation revealed that there was no system malfunction. Engineering evaluation did not find a system malfunction. Investigation of the case showed accurate patient registration with no merge shifts or patient movement detected. However, the globus medical representative at this case reported the patient experienced a right sided hemorrhage following the seeg procedure. The leads implanted on the right side during this procedure were not reported as inaccurate. Additionally, the surgeon in this case did not attribute the patient's hemorrhage to any implants placed using egps. Ultimately, no leads were removed or revised, and the patient is in stable condition. The severity observed did not exceed the anticipated severity. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required.